Manufacturer narrative:
(B)(4)

Event description:
It was reported that the presyncopal patient presented remotely via merlin.net. Review of the transmission revealed the presence of pacemaker mediated tachycardia. It was also noted that the atrial lead exhibited noise. Other electrical measurements were normal. No intervention was reported and the patient would continue to be monitored.